Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. Customer reported a blood glucose (bg) level of 162 (mg/dl). Reportedly, the customer stated that they would revert to insulin injections for alternate insulin therapy.